Event description:
After having gummy bear breast implant, I have had many health issues arise, 14 emergency room visits. Everything that is automatically ran in my body, now does not work, blood pressure, circulation, sleep, swallowing, regulate body temperature, so many more. Doctors not believing, finally getting diagnosed with autonomic nervous system dysfunction, which I now have learned many other women have from implants. It is sad that an agency that is supposed to protect people, still allow this to happen to so many women. I have to be put on a waiting list for about a year to get into a dr that specializes in removing breast implants. Pt: 1924, 4426, 1914, 1908, 2517, 1815, 4568. Device: 2886, 1524. Ref: mw5186985.